Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use during a transcatheter aortic valve implantation (tavi). When the epg was programmed directly to a rate of 200, there was 2:1 capture. But if the epg was programmed to progressively reach a rate of 200, the capture was 1:1. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had inappropriate capture. The epg passed incoming testing. The epg was returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a printed circuit board (pcb) that was out of specification. It was also indicated that epg had software errors in the log files. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.